Event description:
Strong resistance was felt between the subject device and a guidewire. The balloon would not function at the end of the procedure. No complications with the pt occurred during this event.